Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, broken belt clip rails, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that belt clip was broken. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.